Event description:
It was reported that the spinal cord stimulation (scs) patient experienced charging issues with their implantable pulse generator (ipg) battery not holding a charge. Therefore, the patient underwent a revision procedure during which the implantable pulse generator (ipg) was replaced. There were no patient complications postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2023.